Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA via medwatch # (B)(4). Investigation summary: it was reported a blunt needle was noted to have black flecks on the inside of the needle shield. To aid in the investigation, one hundred ten samples and one photo were received for evaluation by our quality team. One sample came in an opened packaging blister and another one in a sealed packaging blister. Additionally, one hundred eight samples came in a plastic tray. A visual inspection was performed. The sample that came in an opened packaging blister has a plastic shield with black specks. It was not possible to remove the specks; they are embedded degraded resin. The remaining one hundred nine samples had no defects or imperfections. The photo provided shows the sample received in the opened packaging blister. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 305180, lot number 1301710. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the molding process was performed. The settings were correct and the flow of product was good. Inspection of the product being molded did not have any embedded degraded resin. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black flecks of foreign matter were found inside the bd¿ blunt fill needle guard after drawing up ativan. The following information was provided by the initial reporter: "the blunt needle was noted to have black flecks on the inside of the needle guard." "Rn went to draw up ativan using 18g blunt needle and a 3ccsyringe. After drawing up the requisite amount of ativan, the blunt needle was noted to have a black fleck on the inside of the needle guard. The entire vial of medication was disposed of due to concern for contamination an a new vial was opened to draw up the ativan dose."